Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The hakim valve was not returned for evaluation, therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Reported from a post-market clinical program: on (B)(6) 2018, the patient received a ventriculoperitoneal shunt procedure. After the procedure, the patient did not recover very well. On (B)(6) 2018, a lumbar puncture was performed to test the icp which was 14cmh2o and then was release 30ml csf. After the csf release, the patient recovered, the physician considered inadequate drainage of the shunt. On (B)(6) 2018, the patient received ventricular shunt probe procedure and was found the shunt was kinked as ¿u¿ shape. Then the physician adjusted the position of the shunt. The patient recovered well after the procedure with op at 120mmh2o and was discharged from the hospital on (B)(6) 2019.